Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.per the tandem user guide: "never submerge the pump in water or use any other liquid to clean it."

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the pump got wet. The customer reverted to an alternate method of insulin therapy. It was reported that the customer experienced an elevated blood glucose (bg) level was 549 mg/dl. A manual insulin injection was delivered to address bg.